Manufacturer narrative:
The tech found all 4 brake casters not holding most likely due to normal wear nad tear. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replace when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced all 4 brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located at the account in ccu. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).